Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited multiple episodes of lead noise. A lead fracture was suspected. The lead was reprogrammed. Following a venogram, a lead revision procedure was booked for (B)(6) 2018, but the patient refused the procedure as they wished for the procedure to be performed by a different surgeon. A new procedure date has not yet been set.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on april 24, 2018 indicates that the patient presented for a lead revision procedure on (B)(6) 2018. The right ventricular lead was removed and replaced. The patient was stable post procedure.

Manufacturer narrative:
The report of lead noise was confirmed. Final analysis found an external insulation abrasion 49.3 to 50.4 cm from the connector pin consistent with friction to another device. One of the ring electrode cables was abraded and separated. The report of a lead fracture was not confirmed.